Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that arctic sun device had intermittent communication problems between the panel and the device also would not fill. A functional check showed that the circulation pump would not generate pressure. Also stated they would order and replace the circulation pump and discussed how to inspect connections between the panel and the card cage. Per sample evaluation result received on 12may2022, the left rear and right front casters were found loosened from the chiller frame . It was stated that the right drain port was leaking . The tank bolt and shoulder screw for the circulation pump were missing. No power cord or strain relief was returned to the depot. The middle right outer shell to chiller frame bolt was cross threaded and the middle left was missing. The alignment studs on the outer shell were cracked. The front tank seal was missing and the others were either torn or lifted from the tank and were no longer sealed. The power inlet module connections to the main voltage circuit card show signs of electrical overstress. Both the double-bend tube from the tank to manifold and the chiller outlet tubes have over expanded. The isolation circuit card was partially unplugged from the card cage backplane. The control panel connector to the isolation circuit card was not seated properly and locked into place.

Event description:
It was reported that arctic sun device had intermittent communication problems between the panel and the device also would not fill. A functional check showed that the circulation pump would not generate pressure. Also stated they would order and replace the circulation pump and discussed how to inspect connections between the panel and the card cage. Per sample evaluation result received on 12may2022, the left rear and right front casters were found loosened from the chiller frame . It was stated that the right drain port was leaking . The tank bolt and shoulder screw for the circulation pump were missing. No power cord or strain relief was returned to the depot. The middle right outer shell to chiller frame bolt was cross threaded and the middle left was missing. The alignment studs on the outer shell were cracked. The front tank seal was missing and the others were either torn or lifted from the tank and were no longer sealed. The power inlet module connections to the main voltage circuit card show signs of electrical overstress. Both the double-bend tube from the tank to manifold and the chiller outlet tubes have over expanded. The isolation circuit card was partially unplugged from the card cage backplane. The control panel connector to the isolation circuit card was not seated properly and locked into place.

Manufacturer narrative:
The reported issue was confirmed manufacturer supplier related. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided DHR is not required. Labeling review is not required because labeling could not have prevented this issue corrections: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.